Manufacturer narrative:
This report is being supplemented to provide additional information based on response/updates to follow up. Please see also updates/added information in section b5 . Communication with the customer via service business center representative conveyed the following information: customer has advised scope has tested negative and will not be coming in for repair. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Event found at during culture test (reprocessing ).

Event description:
It was reported, the device tested positive during the first culture test. The second test pending results per the report. There are no reports of any contamination, or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue is unknown at this time. Multiple follow ups were made to gather additional information regarding the reported event. However, were unsuccessful as no response is received from the customer. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g2, healthcare professional was inadvertently left out of the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared and the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.